Manufacturer narrative:
Livanova (B)(4) manufactures the c5 system. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that the display of a c5 system scrolled through the menu without being touched during a procedure. There was no report of patient injury.

Manufacturer narrative:
A distributor's field service engineer was dispatched to the facility to investigate. The technician checked the device log which showed failure messages about the touch screen and deleted the memory, but the issue still persisted. The reported issue could be confirmed and traced back to a defective touch screen. The part was replaced; subsequent functional verification testing found no further issues and the device was returned to service. The defective touch screen was discarded by the facility, so no further investigation was possible.